Manufacturer narrative:
Device received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address or serial number label and cracked belt clip slot. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir compartment chipped off not a ring that it actually have. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.